Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An error code related to the oxygen blending module was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During evaluation, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.